Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose (bg) level rose over 30 mmol/l (540 mg/dl), while wearing the pod between 24 and 36 hours. They reported that upon examination of the pod, they discovered the cannula had dislodged from the infusion site (leg). As treatment, the patient administered insulin via manual injections. The pod was discarded.